Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall v40 - recall -2249697-05/07/2018-003r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that patient's left hip was revised due to disassociation of the head from the stem. Surgeon reported trunnionosis. As a result of the disassociation, the stem impinged on the liner, wearing it on the rim.

Event description:
It was reported that patient's left hip was revised due to disassociation of the head from the stem. Surgeon reported trunnionosis. As a result of the disassociation, the stem impinged on the liner, wearing it on the rim. Update: this event is for the patients right hip revision on (B)(6) 2018. It was reported that patient's right hip was revised due to disassociation of the head from the stem. As a result of the disassociation, the stem impinged on the liner, wearing it on the rim. The stem was also revised as it was "deformed consistent with advanced trunnionosis."

Manufacturer narrative:
Corrected data: date of implant. An event regarding disassociation and wear/metallosis involving a metal head was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: the reported device was not returned; however, a photograph was provided for review. The photograph shows a recently explanted metal head and with blood visible on the device. No obvious damage can be seen in the photo. -clinician review: a review of the provided medical information by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had primary left and right total hip arthroplasties since I was able to review the operation reports. I was also able to confirm that the patient had revision of the left total hip arthroplasty and revision of the right total hip arthroplasty and re-revision of the right total hip arthroplasty also because I was able to review the operation reports. Root cause analysis: the root cause of these events cannot be determined with certainty. The root causes of trunnionosis are multifactorial including surgical technique, especially in the way that the femoral head and trunnion are prepared prior to insertion, patient factors including activity level, lifestyle, and bmi, as well as implant factors. In this particular case the primary operations did not indicate any particular preparation of the trunnion and the femoral head prior to insertion. The root cause of early loosening of a revision implant and fracture of cables are also multifactorial including surgical technique, especially in the proper positioning and sizing of the components. Less likely would be patient factors including activity level, lifestyle, and bmi. I would not implicate the implants themselves given the information provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem and metallosis. The event was confirmed by clinician review of the provided medical records. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.